Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for right ventricular automatic threshold (rvat) test was detected as greater than the programmed amplitude or suspended. Presenting electrogram showed appropriate function. Additional information was received that an alert was generated for a low right ventricular (rv) intrinsic amplitude. R-wave measurements of between 0.1 mv - 17 mv were recorded. Review of the device data demonstrated that the low signals were oversensing of noise on the rv lead rather than intrinsic beats and some brief pacing inhibition was observed during the rv automatic threshold (rvat) test. Rv lead noise was also evident on other stored electrograms but was rarely sensed at a sensitivity setting of automatic gain control 0.6 mv. The ventricular rate histogram showed evidence of short r-r intervals, and the rv lead is programmed not to capture, with output programmed to 0.1 v. Rvat testing remained programmed on. It was recommended to consider further rv lead review if clinically appropriate. No adverse patient effects were reported.